Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging an inaccurate bolus history with the subject pump. The reporter claimed the pump was not recording boluses and might not have been delivering correctly. According to the reporter, the patient was also admitted to an emergency room (ER) on (B)(6) 2012, with a blood glucose (bg) level of "750 mg/dl." At the time of the contact with animas, the reporter indicated that the patient was in the ICU with a bg level of "125 mg/dl." Prior to being taken to the ER, the reporter mentioned that the patient's set was changed, a bolus was given for a high bg level, and no results were seen. The reporter did not specify what medical treatment, if any, the patient received during the hospitalization. While troubleshooting the pump, the reporter noted that there were no boluses in the bolus history for the previous 3 days. The patient claimed that the patient had bolused a day earlier. The reporter performed a 5 unit air bolus and noted that the history did not record the bolus. The tdd also reportedly did not show any boluses for the previous 3 days. The reporter also claimed that the pump's keypad buttons had been sticking for about a year and the display was fading. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump's bolus history was inaccurate and the patient was hospitalized for hyperglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no boluses observed in the pump histories from (B)(6) 2012 and (B)(6) 2012. A normal bolus and an audio bolus were performed successfully and both were accurately recorded in the pump history. The complaint could not be confirmed or duplicated on investigation.